Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the cardiomems implant procedure took longer than expected secondary to guidewire shearing. It was reported that the guidewire became stuck in the delivery catheter and it was discovered that the hydrophilic coating was sheared off the non-abbott wire. Use of a second non-abbott wire again resulted in shearing of the hydrophilic coating. A different model of non-abbott wire was then utilized and the sensor was successfully implanted. The case took a total of one hour. The patient remained stable and suffered no adverse events. There was no concern for foreign material in the patient. There were no interventions required due to the procedural delay.